Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump had a crack near battery compartment area and customer also experienced no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-399a, mmt-332a, mmt-1715kl. Troubleshooting was partially performed. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-399a. No product return is required for mmt-332a. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no relevant alarms recorded on the event date. However, on (B)(6) 2024 at 07:13:38.000 through (B)(6) 2024 at 13:27:41.000 multiple no delivery alarms were recorded. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. Unit was received with cracked case (battery tube), battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay and label damage (faded serial number). In conclusion customer concerns of no delivery/occlusion alarm were not confirm during testing. Unit was tested successfully, and no anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.